Event description:
Patient with a t-score of the hip of -0.1 and spine +1.7, underwent 2-level arthroplasty at l3-l4 and l4-l5 and was implanted with prodisc-l at both levels. A follow up CT scan showed a vertebral fracture of l4. Patient currently has no restrictions and removal is not planned. This is report #3 of 6 on the same event.

Manufacturer narrative:
This information has not been provided. Additional information has been requested. Implant currently remains in the patient. Investigation is on-going, no conclusion could be drawn. Review of manufacturing records has been requested.